Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.7, 1.9. Lab-inr: 2.93, 2.93.

Manufacturer narrative:
Summary: end-user reported discrepant test results. Meter (inratio-I (B) (4)) and strips (B) (4) were returned. Pt info was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. Cv% calculation revealed cv% (7.86%) within precision criteria (<20%). Meter functional test results passed all testing criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Product deficiency was not established. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio: 1.7; reference: 2.93; mean: 2.32; confidence limits: 1.6-3.4. Date: (B) (6) 2009; inratio: 1.9; reference: 2.93; mean: 2.42; confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Inratio precision data provided by end-user lot: date: (B) (6) 2009; 1st inr = 1.7; 2nd inr = 1.9. Inratio meter: mean: 1.80; sd: 0.14; %cv: 7.86. Since 7.86% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. On (B) (6) 2009 - biosite received and decontaminated 1 inratio1 meter (B) (4) and 1 box of strips l/n 080626a (strip code cw5yb).